Event description:
The customer reported that the battery had no power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had no power. There was no report of pt involvement. The defibrillator would fail to power up on battery power with the battery in this state. The local philips sent the customer a new battery.